Event description:
Event description cpi received information that due to oversensing, and inappropriate shocks, the rate sensing portion of this endotak dsp lead (0125) was cappped. The high voltage portion remains active. Two (4269) leads were added to the patient's system. At the same time the physician elected to remove the automatic implantable cardioverter defibrillator (ICD) (1763), and upgrade the patient's system to an av (1810).